Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no patient involvement. The issue was discovered prior to the procedure. The master tool manipulator (mtm2) was returned for failure analysis, and the reported 23 error was confirmed but not replicated. In logs, the 23 error was found indicating fault on the axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the device was inspected, and no faults could be identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted diaphragmatic plication surgical procedure, there was a non-recoverable fault on the system. Logs pointed to issue with master tool manipulator (mtm) on surgeon side console (ssc) 2. The site had restarted several times. The technical support engineer (tse) had site disconnect the ssc2 and restart the system. There was no reported injury.

Manufacturer narrative:
Although the issue could not be replicated, as per failure analysis, the probable root cause could potentially be attributed to a defective embedded serializer in master base (esmb) and main wire harness on the master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.